Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode and that critical therapy remained available. It was determined that the device had exhibited three partial system resets during a telemetry session. Upon analysis of the battery, it was found that it was not depleted and functional. The cause of the device going into safety mode prematurely could not be established.

Event description:
It was reported that this pacemaker was found to be in safety mode prior to implant. Another pacemaker was used to complete the procedure. No adverse patient effects were reported. Return of this product is expected.

Event description:
It was reported that this pacemaker was found to be in safety mode prior to implant. Another pacemaker was used to complete the procedure. No adverse patient effects were reported. Return of this product is expected.